Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started on the ilet experienced a nocturnal hypoglycemic event with a reported blood glucose of 42¿43 mg/dl and received device low glucose alerts; the user treated with oral carbohydrates including orange juice, a peanut butter sandwich, and glucose gel, and no fingerstick confirmation was performed. Symptoms included hypoglycemia without reported acute clinical sequelae. Outcomes included self-treatment at home without medical intervention, assistance, hospitalization, or prolonged impairment. Investigation included customer education and troubleshooting regarding early adaptive learning of the ilet and carbohydrate treatment of low glucose. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia in the context of early adaptation after initiation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.